Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 501 mg/dl, 194 mg/dl, 518 mg/dl and 429 mg/dl using two different vials of test strips. Customer was unsure which readings were taken with which vial of test strips.